Event description:
It was reported the display monitor is not working properly; the cursor does not track with stylus pen. The programmer was returned for repair, test, and calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 229047 analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the cursor does not track with stylus pen; overlay/bezel assembly found out of electrical specification. It is noted a system error was found in the programmer error log.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.